Event description:
The affiliate reports to co that the suture was fraying during a coronary artery bypass graft procedure. No adverse consequences to the pt have been reported in relation to this product event.